Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge¿ balloon catheter was selected for use. However, during unpacking, it was noted that the shaft broke at the mid portion. No patient complications were reported.